Event description:
Prior to the start of a surgical procedure, with a patient on the surgical table, the leg section of the table dropped. The patient was on pt's back with pt's weight distributed over the back, seat, and leg sections of the table. The incident did not result in any injuries to the patient or operating room personnel.